Event description:
It was reported that the bd needle eclipse 30x1/2 experienced damaged unit packaging where sterility was compromised. The following information was provided by the initial reporter: one piece package is not intact.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd needle eclipse 30x1/2 experienced damaged unit packaging where sterility was compromised. The following information was provided by the initial reporter: one piece package is not intact.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-10. Investigation summary: two photos and 100 samples were received by our quality team for evaluation. From the photos, the team observed that the eclipse part was protruding out of the packaging and damaging the bottom web. The samples were subjected to visual inspection to check for damaged package. One of the 100 samples were observed with the eclipse needle protruding out of the packaging which damaged the bottom web. The eclipse collar hub was observed to be damaged. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The primary packaging process was reviewed. There is no process that could cause the bottom web to puncture in a similar pattern as the defective samples. Based on the information, only one unit in one blister pack was affected and the blister pack was at the bottom layer. It is suspected that there was a loose blister part caught in between the bucket chain holder and the bucket holder and during cleaning of the loose blister part the bucket holder became slightly titled to misaligned with the bucket chain holder. During loading of the blister parts from the bucket holder to the bucket chain holder, the bottom blister eventually hit against the base plate of the bucket chain holder resulting in the package and hub collar to be damaged. The height of the bucket holder will be increased to eliminate misalignment during cleaning of the loose blister part and to facilitate better transferring of the parts to the bucket chain holder. This incident has been added to our database of reported incidents h3 other text : see h10.